Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there an alert for high impedance coil defibrillation. The lead remains in use. No patient complications have b een reported as a result of this event.